Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was undergoing a pulse generator implant. Variation of p-wave amplitude was noted on the atrial lead and was replaced. The patient experienced slow sinus heart rate before and during the procedure, but recovered well after the procedure.